Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that, pain, can't walk; numbness and swelling. Pt had an MRI and surgeon scheduled upcoming revision surgery. Pt is calling to file a claim because she will require a revision. Additionally reported by stryker sales rep; doctor revised pt's right hip due to adverse local tissue reaction.